Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to log in to the station, as the system displayed ¿unable to authenticate¿ after entering the username and pressing enter, denying access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.